Event description:
It was reported that the patient underwent a minimally invasive micro discectomy. It was reported that the tip of the pituitary broke. No fragments remained in the patient. Another micro pituitary was used and the surgery was completed successfully. No patient complications were reported.

Manufacturer narrative:
(B)(4): the device was not returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. A review of the device history records is not possible without additional device information.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The device has been returned to the manufacturer for evaluation. The upper jaw is broken off at the base of the dynamic jaw. Optical examination discovered a quasi-brittle fracture, with river lines and morphology suggesting the direction of fracture. The location, direction and amount of force required in order induce fracture of the jaw is consistent with lateral bend stress overload.